Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision was performed "a few weeks" post bilateral knee surgery, for a poly exchange and joint washout. The patient was reported to have lost his balance, fell and opened up his incision. To date, the requested surgical reports and x-rays have not been provided. However, the patient's fall cannot be excluded as a contributing factor for the revision. Therefore, the patient impact beyond the revision cannot be determined. Should clinically relevant documentation become available, this clinical/medical task may be re-opened. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient had a bilateral knees surgery a few weeks ago. He lost his balance, fell and opened up his incision. He was brought to the hospital and the poly was removed so the joint could be washed out. A new poly of the same size was reinserted. It is unknown if there was any delay during this procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.